Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the harmonic ace instrument tip (teflon pad) was damaged. No fragments fell inside the patient. The procedure was continued with a backup instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality identified. During the procedure, the teflon pad at the harmonic ace instrument tip was partially broken off. No intraoperative collision or misuse involving the instrument was observed.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged tip, an investigation was completed to determine the cause of this reported event. The referenced harmonic ace instrument was disposed by the customer and will not be returned to intuitive surgical, inc. (Isi) for failure analysis.